Manufacturer narrative:
Evaluation summary - based on analysis results, this complaint is now determined to be an MDR malfunction. The analysis results confirmed that the device was returned with the distal tip of the blade broken off. The remaining portion of the blade was noted to have scratches. The identified blade damage may have occured from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. For this reason the following statements were included in the instructions for use: "avoid accidental contact with all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error." The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a lar procedure, that after using on the patient for 10 minutes, the generator alarmed and displayed error code 5. Reinstalled the blade, the generator still alarmed. Another device was used to complete the procedure. There was no adverse patient consequence.